Event description:
The customer reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to the physician(s), who questioned the result. The sample was repeated twice on the same atellica im analyzer, and the results were comparable with the initial atellica im result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. When these results do not agree, the lab then reports both results with a comment that there may be interference with the assay. The sample was sent to the main lab for additional testing and the following result was obtained. Interference detected post ig immuno-subtraction. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
A customer from outside the united states reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to the physician(s), who questioned the result. The sample was repeated twice on the same atellica im analyzer, and the results were comparable with the initial atellica im result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (>IFU 99th% 45 pg/ml) on one female serum sample with a low/normal result on an alternate method, 0.01ug/l. Quality control (qc) was in range at the time the sample was run, and the patient sample results were reproducible: atellica im initial result 145 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (150, 154 ng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction ¿ this result was not provided by the laboratory however they noted interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." The IFU also states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." No sample was available to be sent to siemens for further investigation i.e., for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin or other alternate methods for troponin will have similar results. The customer is operational.